Event description:
Generator product analysis was completed. The end of service message was verified in the product analysis, or pa, lab and was found to be associated with pulse disablement. Burn marks were noted on the generator case, indicating that the generator may have been exposed to electrocautery. The pulse disabled bit was able to be reset and subsequent testing was possible. Various electrical loads were attached to the generator and diagnostics were as expected in all instances. The electrical performance of the generator in the pa lab was used to conclude that no anomalies existed and that the pulse disabled condition was the result of exposure to electrocautery. The generator performed according to functional specifications. Other than the pulse disabled event, there were no performance or other adverse conditions found with the generator. Review of the export data revealed that there were no diagnostics performed on the day of the surgery until after the latch-up event. At that point, the vns generator battery was below the end of service, or eos, pulse disabled threshold. With the low battery, the normal lead impedance pulse or burst to determine what output current was achieved is not expected. The impedance value of 272,539 o was a value from the last 24 hour measurement in which there would have been no lead attached. As for the output current status, which is captured in mfg. Report #1644487-2018-00803, the generator data still had values from the manufacturing test. These values are overwritten the first time a vns therapy burst is delivered. However, as there was no therapy burst, the values were never overwritten. Therefore, the programmer pulled 2.00 ma output current as delivered from the memory of the pulse generator. The programmed then interpreted the 2.00 ma while programmed to 0.00 ma as high output current.

Event description:
It was reported that the patient was scheduled for a generator replacement surgery due to battery depletion. Diagnostics was performed on the replacement generator while still in the packaging and the diagnostics were within normal limits. However, upon connecting the replacement generator to the implanted vns lead, high impedance was observed and the vns generator battery was at vbat less than eos. The high impedance was reported in this mfg. Report. The diagnostics also indicated that a high output current status was observed, which is reported in mfg. Report #1644487-2018-00803. Lead pin insertion troubleshooting was performed, but the high impedance did not resolve. The patient underwent a full vns replacement surgery. The explanted vns lead was reported as disposed of by the facility. No additional relevant information has been received to date.